Event description:
It was reported by the patient's attorney that as a result of having the product implanted, the patient has experienced significant mental and physical pain and suffering, has sustained permanent injury, and hs undergone corrective surgery.

Manufacturer narrative:
The sample remains implanted. No lot number was provided, therefore the device history record could not be reviewed. The instructions for use which accompanies each device states in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage. The product is recommended to only be used by physicians who are trained in surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes." (B)(4).